Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted with increased lactate dehydrogenase (ldh) up to 1300. The pt was started on a heparin gtt but continued to have increasing ldh levels. The pt was noted to have hemoglobinuria and increase in heart failure (hf) symptoms. The pt had reportedly been admitted earlier this year for another episode of increased ldh and hf symptoms. At that time, the medical personnel attempted to break up the suspected thrombus by administering a tissue plasminogen activator (tpa) directly into the pump. It seemed to work for a period of time but now the pt has returned to the hosp. A pump exchanged was performed on (B)(6) 2014. According to the add'l info provided to the MFR, the pump exchange, the pt had, continued to have increasing ldh, hematuria, and return of hf symptoms. The medical personnel attempted to take the pt to the catheter lab and directly place tpa into the pump through a catheter. The tpa did not improve the pt's symptoms and a decision was made to go back to the operating room to perform a pump exchange. At the time of the exchange, only the pump itself was changed out. The originally implanted inflow conduit and outflow graft were left in place and a thrombus was noted at the inflow bearing. It is unclear at this time if the pump will be returning for analysis. It is currently with the hosp's pathologists.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.